Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm (alarm 12) occurred and the pump battery rapidly depleted. Customer's blood glucose was 325 mg/dl and a bolus was delivered to address bg. Customer reverted to using manual injections for insulin therapy.